Manufacturer narrative:
(B)(4).

Event description:
It was reported that atrial oversensing presenting as auto-mode switch episodes was observed. Patient was asymptomatic. Programming changes were made. The patient will continue to be monitored normally.